Manufacturer narrative:
Additional narrative: (B)(6). The reporter¿s name was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked, had seized and was running rough. Therefore, the reported condition was confirmed. It was determined that the motor bevel wheel was out of place, the sliding sleeve was broken, the jumper ring was not moving tight enough and the connector of electronic control unit was blurry. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from italy that there was an issue with the engine power on the battery reciprocator device. During in-house engineering evaluation, it was observed that the motor was blocked, seized and was running rough. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.